Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l59333, implanted: (B)(6) 1999, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
During the pump replacement procedure, the catheter was not aspirated. At the end of the procedure, a programming error occurred. A prime of the catheter was programmed, but wasn't needed as the catheter had not been aspirated. The error was not realized until midnight. The patient's mother was called to check on the patient. The patient had zero effect. No problem with anything. The patient's mom said he slept well, was dressed, had no problems with being too loose, was urinating fine, and had no problems with breathing. The patient status was reported as live-no injury. The device system was delivering lioresal.